Event description:
Additional information received indicated that the patient presented in clinic for a follow-up. The physician alleged the patient's pacemaker to still be over-estimating the battery longevity. No changes were made and the patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. During the visit, the physician suspected the patient's pacemaker to be overestimating the remaining battery. The patient was asymptomatic. No changes were made.